Event description:
I was using amo moisture complete solution for my contact lenses. I developed microbial keratitis. I was diagnosed in 2006. I was unable to wear my contacts for several weeks and had to use 2 different eye drops, one prescription and one over the counter.